Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked lcd keypad connector. The presence of a failed battery test alarm could not be verified due to unresponsive buttons. The pump was also received with minor scratches on the display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a keypad anomaly and a failed battery test alarm. The patient's blood glucose at the time of incident is unknown, but the sensor reading was 58 mg/dl. The customer had an unresponsive button so he removed the battery in an attempt to fix the issue, and when he put the battery back in the pumped alarmed with a failed battery test. Troubleshooting was declined for the failed battery test. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.